Event description:
The patient's one touch ultra meter was reported to have nmissing segments on the display. The serial number of the meter was also not provided. They also did not provide sufficient information to conclude that the meter malfunction contributed to any event. Medical affairs specialist attempted to call the patient three times at the phone number provided, but the phone line was busy every time. A letter will be sent to try and contact the patient to obtain further information. Based on the information initially provided by the reporter, the patient was unable to test their blood glucose level for three weeks after the issue with the meter. They went to the doctor's office due to feeling dizzy and the doctor's meter at that time read 400mg/dl. It is unknown if the patient had even attempted to test on their meter the days prior to going to the doctor's office and if they were able to obtain a result on their meter. Also unknown in if they received any treatment at the doctor's office. However, this case is reported as a meter malfunction at this time due to the missing segments on the display. There is no further clinical information provided.